Event description:
The pt had an acl replacement which is what the screw was used for. Following the operation the pt felt a lump start to appear and her knee would lock and make a crunching sound. A second operation in june 2007 was performed and the surgeon discovered the problem was due to the screw.

Manufacturer narrative:
Product recall initiated aug 21, 2007. No product is being returned for evaluation.